Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed, and the skin flag issue and infection have resolved. The recipient will be re-implanted at a later date. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, h.6. The recipient underwent explant surgery on (B)(6) 2026. The recipient presented with redness, swelling and inflammatory suppuration at the skin flap site which failed to improve with conventional treatment (type unknown). The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record was performed and no anomalies were noted. The recipient is recovering and the infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient's device was explanted due to a skin flap issue. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.